Manufacturer narrative:
Exact patient weight reported as (B)(6) kg. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient has deformation and pain in the leg. There was an absence of bone formation after two (2) months; the patient was partial weight-bearing of five kilograms at the time. A re-operation with a nail was performed. It was reported there was a two hour delay to the procedure but it is unknown if it was the initial procedure or the revision procedure; the reason for the delay is also unknown. This is report 7 of 9 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Should further information become available this determination will be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no prolongation in either procedure. The revision procedure took a total of two hours to complete. When the devices were received at the manufacturer, it was noted that two were broken and the rest were intact. This device was reportedly intact. The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Should further information become available this determination will be reviewed.